Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient ages and dob requested but not provided.

Event description:
It was reported that there have been multiple primary IV tubing sets that have separated at the middle port below the silicone segment.